Manufacturer narrative:
B5. Describe event or problem updated. Device evaluated by MFR: mustang device, 7x4x75cm was received for analysis. Based on the potential hazards/failure modes identified. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 42mm in length and extended from a position 4mm distal of the proximal markerband to 10mm distal of the distal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right axillary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient status was normal. It was further reported that the lesion had 78% stenosis and was located in the severely tortuous and severely calcified brachial artery. The balloon ruptured upon initial inflation for a second and was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right axillary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient status is normal.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right axillary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient status was normal. It was further reported that the lesion had 78% stenosis and was located in the severely tortuous and severely calcified brachial artery. The balloon ruptured upon initial inflation for a second and was completely removed from the patient's body.